Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 114 mg/dl to the 300 mg/dl range. Reportedly, the customer was completing supply changes approximately every 3 days with humalog insulin. Tandem technical support educated customer regarding insulin labeling. Customer acknowledged. System check with tandem technical support was unable to identify a source of the blockage. Reportedly, the customer resumed insulin delivery on the pump.